Event description:
A customer called in to report that she was experiencing high bg with no occlusion and no alarms. After speaking with customer, it was determined that she was using a pod that was "hard to fill." She stated she did not know about the labeling and she was advised not to use hard to fill pods. She had pod on her tip. The customer was able to activate a new pod. No further problems reported.

Manufacturer narrative:
The product will not be returned so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning" never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.